Manufacturer narrative:
(B)(4). It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system, however, a magnetic sensor error (error 105) was displayed. The catheter was dissected, and it was determined that the root cause was an internal sensor failure. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing.. The catheter was tested for electrical performance, and failed. Current leakage was observed on the electrodes. The catheter was further dissected, and white material was observed on the internal connector pins, causing the failure. Per this finding, a coolflow pump test was performed. The catheter passed all specifications, and no water leakage was observed. A deflection test was performed, which the catheter passed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place, including electrical tests, to prevent catheters with this type of damage from leaving the facility. The root cause of the white material on the connector pins cannot be determined, and the root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The customer complaint cannot be confirmed.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 system, model # m-4800-01, s/n: (B)(4); mobicath 8.5fr sheath, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. While ablating in the left atrium, the patient became hypotensive and a tamponade was confirmed via intracardiac echocardiogram. Remainder of procedure was aborted. Protamine was administered for heparin reversal. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient required an overnight stay in the hospital for observation. Patient fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with an unspecified needle. Sheath used was a mobicath 8.5 french. Generator power average was 34 watts. Generator settings at the time of injury were not reported, as the time of injury is unknown. Power was titrated from 20-25 watts on the posterior wall and 35-40 watts on the anterior wall. Overall ablation time was 1 hour, 6 minutes, and 46 seconds with 45 ablations. There is no information regarding last ablation cycle time. Irrigated catheter flow was set at 8ml/min when ablating at less than 30 watts and 15ml/min when ablating at greater than 30 watts. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained at approximately 350 seconds. Activated clotting time was approximately 300 seconds at the time the adverse event was detected. There is no information regarding spi value or catheter proximity. Catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 system, and re-zeroing was not necessary. There were no errors on any bwi equipment during the procedure.

Manufacturer narrative:
On (B)(6) 2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).